Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The lead was repositioned and during repositioning procedure, when the setscrew was unscrewed totally, it could not be removed from the screwdriver. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.